Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use.

Event description:
It was reported the spring wire guide was found kinked prior to patient use.

Manufacturer narrative:
Qn # (B)(4). The customer returned one catheterization set for evaluation. Visual inspection did not reveal any defects or anomalies in the spring wire guide (swg). Microscopic examination confirmed the distal weld was attached and fully spherical. The total length of the swg measured 4.625", which is within specifications of 4.4375-4.6875" per swg with handle graphic. The outer diameter of the swg measured 0.387 mm, which is within specifications of 0.381-0.404 mm. The inner diameter of the needle cannula measured: 0.017", which is within specifications of 0.0165-0.0180" per needle cannula graphic. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using actuating lever." No resistance was encountered while advancing the guide wire through the needle cannula. A manual tug test confirmed the distal weld was secure. A device history record review was performed, and no relevant findings were found. The IFU provided with this kit warns the user "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. If resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The complaint of a swg kinked prior to use was not able to be confirmed by a complaint investigation of the returned sample. No defects were found on the returned swg and the swg passed all relevant dimensional and functional testing. Based on the sample returned, no problem was found on the sample. Teleflex will continue to monitor and trend for reports of this nature.